Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room after collapsing. The customer's blood glucose levels were over 1000 mg/dl, and she was in a coma. It was later stated that the customer's family decided to take her off of life support. Followed up with the nurse, and he confirmed that the customer passed away. The nurse had no further information. Attempted to contact the customer's family, but got no answer nothing further was reported.